Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, the customer's cartridge was not fully clicked onto the pump. Customer's blood glucose level was not impacted. The customer was able to load the cartridge successfully and resume insulin delivery.